Event description:
It was reported that the patient passed away and cause was a seizure. During follow-up with the funeral home, it was reported that the patient was cremated, and device was explanted but discarded therefore not available for return. During follow-up with the patient¿s last known neurologist, the medical assistant indicated that they had no assessment of death in relation of vns as the patient was not seen for months before passing. No additional relevant information has been received to date.